Event description:
It was reported in a primary surgery that the tip of the lag screw reamer broke during the operation and a piece of the instrument was left inside the patient. Delay of 15 minutes. Diligence has been completed and no additional information is required at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It can be confirmed that the instrument is fractured in the cutting area of the lag screw reamer. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2. Report source: south africa. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a primary surgery that the tip of the lag screw reamer broke during the operation. No harm to patient. Delay of 15 minutes. Diligence has been completed and no additional information is required at this time.